Event description:
On (B)(6) 2013, a reporter contacted animas alleging moisture ingress for their device. The reporter noted that there was no observable physical damage to the pump. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this complaint caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1. Date of submission 11/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/29/2013 with the following findings:during evaluation, the display was blank and audio tones and vibrations were not functioning. The battery compartment was fully intact; there were no cracks observed. There was no evidence of moisture contamination found inside the battery compartment or on the battery cap. The battery cap was able to fully tighten to the pump. Evaluation revealed a crack in the pump case in the upper right corner of the display area. A leak test confirmed a leak at the crack in the pump case. The pump case was removed and evidence of moisture contamination was found inside the pump. Further testing could not be performed due to internal moisture damage. (B)(4).